Event description:
There was a flat 2-3mm portion and I secured this in a knot to what would be the inferior branch of the microplate. This was tightly tied. I then bent the microplate so that it was slightly flexed. I then thought the plate into the operative field and drilled a 6 mm screw into the hole that I had drilled, securing the plate in place. I should note that in placing the screws, there was 1 screw that dropped into the cisternal spaces and could not be retrieved. FDA safety report ID# (B)(4).